Event description:
Clinical Narrative:An Impella CP was inserted via the right femoral artery in a 62-year-old male for a planned Protected Percutaneous Coronary Intervention. The patient's comorbidities and Society for Cardiovascular Angiography and Interventions Shock Stage were not available.Immediately after starting the device, an Impella Stopped and Motor Current High alarm appeared. The Impella could not be restarted despite standard troubleshooting efforts and was ultimately removed and not replaced with an additional device.There were no pump performance metrics available for this reported incident. There were no reports of hemodynamic consequence to the patient related to the pump stop, and the patient survived to explant of the device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.